Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed two openings through microscopic inspection assessed as fold flaw opening and surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ plug strap separated: observed a missing piece of plug strap through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, delamination plug strap disk shell and missing plug strap disk shell are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations peer/ supervisor reviewer.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "plug strap separated by capsule loop". This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.